Event description:
A hospital in (B)(6) reported that water leaked from seven mr250 humidification chambers at the connection of the chamber dome and the base. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr250 humidification chambers were not returned to fisher & paykel healthcare (B)(4) for evaluation. Questions were sent to the hospital, as well as requests for the return of the complaint devices. No response has been received from the hospital to date despite several attempts to obtain further information. Without the devices or any further information we were unable to determine what could have caused the problem reported by the customer. Every mr250 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. We have not received any other complaints for the mr250 over the past 24 months.